Event description:
Customer called lfs on 9/30/2002 alleging that their meter would only prompt the error 5 message. Pt reported feeling low blood glucose symptoms. Pt re-tested and obtained a "error 5" again. No medical care beyond home treatment was received. No adverse event or serious injury occurred. Ccr walked customer through control solution test and customer obtained an error 4 and error 5. Due to an unresolved issue, ccr replaced the meter and test strips.